Manufacturer narrative:
The unit had a cracked reservoir tube lip and a severely scratched display window. (B)(4).

Event description:
The customer called in to report that the display was badly scratched and was unreadable. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.